Event description:
The customer reported that the patient was placed on another ventilator due to an 840 ventilator malfunction. Covidien troubleshoot this issue with the customer and was advised to replace the power cord. The customer reported that the alleged malfunction was not duplicated however, the power cord was replaced. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).